Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings: investigation revealed that the keypad was worn and thinning out. The down arrow keypad button was found to be intermittently responsive to user input. The keypad cover was removed and contamination was found under the contrast and down button key contacts. The vibratory feature of the pump was not functioning and the text on the display screen was found to be dim, faded and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the keypad was worn and thinning out. The down arrow keypad button was found to be intermittently responsive to user input. The keypad cover was removed and contamination was found under the contrast and down button key contacts. The vibratory feature of the pump was found not to be functioning and the text on the display screen was found to be dim, faded and reddish. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 11/14/2014.